Manufacturer narrative:
The last calibration on (B)(6) 2023 was within the expected ranges. Quality controls were within the expected range on the day of the event. The patient sample material was requested for the investigation, but the material was not available. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received false positive results for two patient samples tested with elecsys toxo igm on a cobas pure e 402 analytical unit serial number (B)(4). The results did not agree with results obtained from a competitor method. For each patient/sample was asked, but it is not known if the same sample collection was used for testing with the competitor method. The first patient sample was tested twice using the elecsys toxo igm method, resulting in toxo igm values of 5.62 coi (reactive) and 5.63 coi (reactive). A sample from this patient was tested with an unknown competitor clia method on (B)(6) 2023, resulting in a toxo igm value of 0.30 index (non-reactive). The second patient sample was tested using the elecsys toxo igm method, resulting in a toxo igm value of 3.09 coi (reactive). A sample from this patient was tested with an unknown competitor clia method on (B)(6) 2023, resulting in a toxo igm value of 0.81 index (non-reactive).

Manufacturer narrative:
H3 other text.